Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced out of range (oor) error. It was noted that several electrodes on her 0-7 lead have open circuits, high impedances were indicated. The patient stated they lifted a couple gallons of milk from a low shelf in a grocery and felt a jolt. The rep successfully reprogrammed their device avoiding the problematic electrodes. The issue was resolved.